Event description:
It was reported during an emergency angiogram, a 6f ultimum sheath was inserted into the right femoral artery successfully. The physician then wanted a venous sheath. Attempts were made to access the vein; however, arterial flow was noted at least twice. Venous access was eventually gained. The arterial and venous sheaths were sutured in and left in the patient overnight. The next day upon removal, the arterial sheath broke off 1/3 of the way down the shaft, in the femoral artery. The patient was taken to surgery for removal of the remaining portion of the sheath. The patient's vitals remained stable at all times. As reported, the arterial sheath was most likely sheared by the needle during the attempted insertions of the venous sheath.

Manufacturer narrative:
No product was returned. A search of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.